Manufacturer narrative:
.

Event description:
It was reported that a patient developed rectal bleeding while using the actiflo indwelling bowel catheter. The actiflo was inserted in the patient upon admission to the hospital on (B)(6) 2013 and the device was removed on (B)(6) 2013 when the bleeding was observed. Following catheter removal, the bowel was flushed with 3 liters of clear fluid. A blood transfusion and albumin had been given prior to (B)(6) 2013; no transfusions were required after that date. An endoscopy and colonoscopy were performed and no bleeding was noted at that time. A rectal ulcer was observed but since no scope had been performed prior to insertion it is unknown whether the rectal ulcer was there prior to insertion. The patient was a newly diagnosed (B)(6) patient with full blown (B)(6), esophagitis and burns over 44% of the body. The patient was also noted to be septic, hypotensive and positive for c. Difficile.